Manufacturer narrative:
E1, f3 - country: UK. This file was raised from pmcf study to capture adverse events, 1 case of recurrent biliary obstruction. Device evaluation: the evo-pc-10-11-6-b device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all evolution devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0057, the potential adverse events associated with ercp include but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, pancreatitis, perforation, respiratory depression or arrest, sepsis. Additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumor or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor overgrowth, vomiting. It should be noted that the instructions for use (ifu0057) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. As per pmcf study the obstruction was caused by food impaction. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. As per medical advisor input the device did not cause or contribute to the biliary obstruction, however this file was conservatively opened from a regulatory perspective. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the pmcf study, recurrent biliary obstruction has been reported. According to the pmcf study successful reintervention was complete. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause can be attributed to food impaction. Confirmed quantity of 01 x used device. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hepatobiliary: recurrent biliary obstruction, relationship: device; not related, procedure; not related, ancillary; not related, pre-existing; no, deficiency; no cbd was successfully cannulated, patient experienced recurrent biliary obstruction which was treated with reintervention performed and successful. This obstruction was due to food impaction and had no signs/symptoms. An endoscopic procedure used to stent sweep clear of the food debris blocking the stent. Status resolved, treatment: endoscopic, specify: stent sweep clear of the food debris blocking the stent, death no. Patient had evo-pc-10-11-6-b stent placed in cbd for pancreatic cancer. No adverse events related to procedure. Cook sphincterotomes were used fs-omni-35_260. Used to facilitate placements of stent, placed in major papilla.